Manufacturer narrative:
(B)(4).

Event description:
The doctor of the nephrology department in the hemodialysis room in the intensive care unit inserted a hemodialysis catheter. When inserting the tissue dilator into the patient's body, the doctor felt the front end of the dilator was very soft. The tissue is relatively loose, and the dilator can't be inserted. On exit the head of the dilator was damaged.

Event description:
The doctor of the nephrology department in the hemodialysis room in the intensive care unit inserted a hemodialysis catheter. When inserting the tissue dilator into the patient's body, the doctor felt the front end of the dilator was very soft. The tissue is relatively loose, and the dilator can't be inserted. On exit the head of the dilator was damaged.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit containing various components including a dilator for evaluation. The dilator contained obvious signs of use in the form of biological material. Visual examination revealed the dilator tip was split and frayed. The tip also contained discoloration, which indicates undue force caused or contributed to the damage. The overall dilator also contained a slight curve, which is also consistent with undue force being applied during insertion. The total length of the returned dilator measured to be 140 mm which is within specifications of 134-146 mm per product drawing. The dilator body contained a slight bend from 0-12 mm from the distal tip. The dilator contains a tapered body. The larger outer diameter measured to be 0.157" which is within specifications of 0.156-0.160" per product drawing. The smaller outer diameter measured to be 0.13" which is within specifications of 0.125-0.137" per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to enlarge cutaneous puncture site with a scalpel prior to dilating skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and frayed, which is consistent with undue force being applied during insertion. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.